Event description:
It was reported that this left ventricular (l v) lead exhibited a significant decrease in impedance measurements, but the impedances remained within normal specification limits. The l v lead was noted to be programmed to the lv lead tip to lv lead ring vector. X-rays were performed and the leads were observed to be intact and in the same position as previous x-rays. The lv lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).